Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient had their pacemaker system including chronic right atrial (ra) and right ventricular (rv) leads removed due to unspecified reason. The system was replaced with a leadless pacemaker. Ref report: mw5164754. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5164753.